Event description:
Procedure type: lap chole. According to the reporter: the jaw of the ultrashears was broken when it was used to cut the gallbladder tissue. The broken piece fell inside or into the surgical cavity and was retrieved. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).